Manufacturer narrative:
On 12/6/2019, the product investigation was completed. Device investigation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing revealed there was a tear in anterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: (right) 175cc mentor smooth round moderate profile saline catalog: 3501620 lot: 5574510 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction with a 525cc mentor smooth round moderate profile saline breast prosthesis on the left side, suffered deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 475cc mentor smooth round moderate profile saline catalog: 3501680 lot: 7577180 sn: (B)(4) and (right) 175cc mentor smooth round moderate profile saline catalog: 3501620 lot: 7600866 sn: (B)(4).